Event description:
A bard denali ivc filter was implanted in a (B)(6) on (B)(6) prior to bariatric surgery. Six months later, she returned for routine filter retrieval. During the pre-op evaluation, she mentioned a recent history of severe chest pain. During the procedure, she was noted to have one previously fractured filter fragment with prior embolization into the right ventricle. During routine maneuvers to retrieve the filter, another fracture was noted. The main filter body was successfully removed, but the second fractured fragment embolized into a branch of the left pulmonary artery. This pulmonary artery branch was catheterized and the fragment was successfully removed. However, the fragment in the right ventricle could not be removed endovascularly, and CT surgery was consulted for further treatment.